Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The esc button was not responsive. Customer's blood glucose level was 469 mg/dl. The infusion set was disconnected. They treated their blood glucose level with insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with no button response at escape button due to unlocked the connector on lcd board. No button error alarm during testing. Unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip and minor scratches on display window noted.